Event description:
Acct. Reports that the male adapter on the extension set separated from the leverlock resulting in an approximate 100cc loss of blood on a child. Child was awaiting surgery and they were attempting to "build up the child's blood. Due to this loss the surgery was delayed and the child required frequent lab testing. After about a week or so, the child did have a blood transfusion and was able to have the surgery. Unable to determine if blood transfusion was as a direct result of initial blood loss. No sample available.